Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic right colectomy procedure, the surgeon was getting ready to extracorporalize the bowel and noticed the fixation plug of the trocar was in multiple pieces. They scanned the patient to ensure no pieces had entered the patient's abdomen. The surgeon reported that he never heard it break and had to torque slightly due to the patients habitus. The rep was called into the room to confirm if all the bodies were present. Told the surgeon it appeared to have all of the pieces of the trocar but that I would have to send analysis in for an accurate report. The broken plug was noticed when the incision was being expanded with a wound protector to resect and remove colon so that was continued. The second trocar was opened to compare for missing pieces. The trocar broke during unknown time in the procedure and there was concern about foreign bodies being left behind. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon receipt and review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and revised to not reportable.